Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (fallopian tube(s)),"), uterine perforation ("perforation (uterus)"), omphalitis ("umbilical incision :infection") and seizure ("seizures") in a 32-year-old female patient who had essure (batch no. 699883) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included carpal tunnel syndrome, lumbar radicular pain, lumbo-sacral spondylosis, osteoarthritis, piriformis syndrome, plantar fascial fibromatosis, umbilical hernia and multiparous. Concomitant products included ibuprofen and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year 1 month after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), omphalitis (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pelvic pain ("pain"), rash ("skin rashes /face rashes"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), genital rash ("rash genital area"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), photopsia ("flash of light to the side of eye"), vision blurred ("sometimes blurring of eye"), dyschezia ("painful bowel movement") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant / salpingectomy) and surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, omphalitis, seizure, fatigue, female sexual dysfunction, genital rash, dysmenorrhoea, dyspareunia, dyschezia and alopecia outcome was unknown and the pelvic pain, rash, photopsia and vision blurred had resolved. The reporter considered alopecia, dyschezia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital rash, omphalitis, pelvic pain, photopsia, rash, seizure, uterine perforation and vision blurred to be related to essure. Diagnostic results: on (B)(6) 2010 hysterosalpingogram, unilateral occlusion (left tube occluded), migration of essure device, perforation (uterus). Essure device outside of fallopian tube. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received - new events "apareunia (inability to have sexual intercourse), umbilical incision :infection, face rashes, rash genital area, seizures, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), flash of light to the side of eye, sometimes blurring of eye, painful bowel movement, hair loss" were added. Lot number was added. New reporter was added. Product implant date was updated. Event migration of implant / migration of essure device location of device: uterus was merged with perforation (uterus). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil remnant in left uterine cornu /a little bit of foreign body in left cornua,'), fallopian tube perforation ('perforation of organs / perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus) / device perforated the fundus'), omphalitis ('umbilical incision :infection') and seizure ('seizures') in a 32-year-old female patient who had essure (batch no. 699883) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome, lumbar radicular pain, lumbo-sacral spondylosis, osteoarthritis, piriformis syndrome, plantar fascial fibromatosis, umbilical hernia, multiparous and colon cancer. A. Left ovary, left oophorectomy. -ovary with follicular cyst. B. Foreign body, removal. - specimen as described. -gross examination only. Pelvic pain, abdominal pain. Gross description: the cyst lining is smooth and glistening. Papillary excrescences are not present. Residual ovarian tissue is present. Yellow corpora lutea are not identified. B: ¿foreign body¿ is one silver coil measuring 1.7 cm in length by 0.1 cm in diameter. Concurrent conditions included arthralgia, sinus infection, abnormality of gait, acute laryngopharyngitis, acute maxillary sinusitis, chest pain, back pain, chest pain, abdominal pain and stress incontinence, female. Concomitant products included ibuprofen and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), omphalitis (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pelvic pain ("pain"), rash ("skin rashes /face rashes"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), genital rash ("rash genital area"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), photopsia ("flash of light to the side of eye"), vision blurred ("sometimes blurring of eye"), dyschezia ("painful bowel movement") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy, salpingectomy,left oophorectomy and to remove the essure implant / salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, omphalitis, seizure, fatigue, female sexual dysfunction, genital rash, dysmenorrhoea, dyspareunia, dyschezia and alopecia outcome was unknown and the pelvic pain, rash, photopsia and vision blurred had resolved. The reporter considered alopecia, device breakage, dyschezia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital rash, omphalitis, pelvic pain, photopsia, rash, seizure, uterine perforation and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded), migration of essure device, perforation (uterus). Essure device outside of fallopian tube.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of ptc(product technical complaint). Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (fallopian tube(s)),"), uterine perforation ("perforation (uterus)"), omphalitis ("umbilical incision: infection") and seizure ("seizures") in a (B)(6)-year-old female patient who had essure (batch no. 699883) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included carpal tunnel syndrome, lumbar radicular pain, lumbo-sacral spondylosis, osteoarthritis, piriformis syndrome, plantar fascial fibromatosis, umbilical hernia and multiparous. Concomitant products included ibuprofen and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year 1 month after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), omphalitis (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pelvic pain ("pain"), rash ("skin rashes /face rashes"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), genital rash ("rash genital area"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), photopsia ("flash of light to the side of eye"), vision blurred ("sometimes blurring of eye"), dyschezia ("painful bowel movement") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant / salpingectomy) and surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, omphalitis, seizure, fatigue, female sexual dysfunction, genital rash, dysmenorrhoea, dyspareunia, dyschezia and alopecia outcome was unknown and the pelvic pain, rash, photopsia and vision blurred had resolved. The reporter considered alopecia, dyschezia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital rash, omphalitis, pelvic pain, photopsia, rash, seizure, uterine perforation and vision blurred to be related to essure. Diagnostic results: on (B)(6) 2010 hysterosalpingogram, unilateral occlusion (left tube occluded), migration of essure device, perforation (uterus). Essure device outside of fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus) / device perforated the fundus"), device breakage ("essure coil remnant in left uterine cornu /a little bit of foreign body in left cornua,"), omphalitis ("umbilical incision :infection") and seizure ("seizures") in a 32-year-old female patient who had essure (batch no. 699883) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome, lumbar radicular pain, lumbo-sacral spondylosis, osteoarthritis, piriformis syndrome, plantar fascial fibromatosis, umbilical hernia, multiparous and colon cancer. A. Left ovary, left oophorectomy -ovary with follicular cyst b. Foreign body, removal - specimen as described -gross examination only. Pelvic pain, abdominal pain. Gross description: the cyst lining is smooth and glistening. Papillary excrescences are not present. Residual ovarian tissue is present. Yellow corpora lutea are not identified. B: ¿foreign body¿ is one silver coil measuring 1.7 cm in length by 0.1 cm in diameter. Concurrent conditions included arthralgia, sinus infection, abnormality of gait, acute laryngopharyngitis, acute maxillary sinusitis, chest pain, back pain, chest pain, abdominal pain and stress incontinence, female. Concomitant products included ibuprofen and topiramate (topamax). On (B)(6)2010, the patient had essure inserted. On (B)(6)2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), omphalitis (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pelvic pain ("pain"), rash ("skin rashes /face rashes"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), genital rash ("rash genital area"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), photopsia ("flash of light to the side of eye"), vision blurred ("sometimes blurring of eye"), dyschezia ("painful bowel movement") and alopecia ("hair loss"). The patient was treated with surgery (left oophorectomy, salpingectomy and to remove the essure implant / salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, omphalitis, seizure, fatigue, female sexual dysfunction, genital rash, dysmenorrhoea, dyspareunia, dyschezia and alopecia outcome was unknown and the pelvic pain, rash, photopsia and vision blurred had resolved. The reporter considered alopecia, device breakage, dyschezia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital rash, omphalitis, pelvic pain, photopsia, rash, seizure, uterine perforation and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: unilateral occlusion (left tube occluded), migration of essure device, perforation (uterus). Essure device outside of fallopian tube.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received.event: device breakage were added. Medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), rash ("skin rashes") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, perforation, pelvic pain, rash and fatigue outcome was unknown. The reporter considered device dislocation, fatigue, pelvic pain, perforation and rash to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.